Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose reading was 600+ mg/dl. The customer treated with 10 units of insulin with a syringe. The customer had symptoms such as urination and thirstiness. The customer was assisted with the high pressure test; the customer received a no delivery alarm. The customer was assisted with inserting the plunger back into the reservoir and manually push insulin. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.

Manufacturer narrative:
Reliability analysis evaluated three open/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.